Event description:
Reporter called on behalf of her husband to report a product issue involving a quickvue home covid-19 test kit. Reporter stated that her husband took a quickvue home covid test on (B)(6) 2021 and received a false positive result. Reporter stated her husband took a pcr test the following day, and 3 days later found out the result was negative for covid. Reporter stated that due to him showing some mild symptoms after the false positive result on (B)(6), he had an antibody infusion just in case. Reporter also stated that there was device information on the inside tray of the test kit that was different from the device information on the outside box. The device information from the inside tray of the device was: lot # n112103, ref1493200, and exp 2023-09-21. Reporter said this was very confusing as to why there would be different device information on the outside of the box and the inside contents. Reporter stated she did contact the MFR and was given case #:(B)(4).